Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was provided for evaluation. Based solely on the aforementioned image, the catheters appeared to be caught with each other at the distal end of the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entanglement remains unknown.

Event description:
Related manufacturing ref: 3005334138-2018-00206. During the procedure, the mapping and fixed curve catheters became entangled around an inferior vena cava filter (ivc) filter from the groin. The ivc filter was snared with a device from a superior ij access site. Once the ivc filter was secured with the snare device, the entangled catheters were freed from the ivc filter. The filter was then completely extracted using the snare and a sheath from the superior access. The handle of the fixed catheter was cut off as it was still entangled in the mapping catheter and both devices were removed via an introducer.